Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively.